Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
The patient reported being told by their physician that there was an issue with the way that the cardiac resynchronization therapy defibrillator (crt-d) was working. The patient also reported they felt like they were getting weaker. Follow up yielded no further information. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The following physician later confirmed the patient had been seen after making their report and there were no product performance issues with the crt-d.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.